Event description:
It was reported that the customer's insulin pump had a blank display. The customer's blood glucose level was 255 mg/dl. The insulin pump was exposed to moisture damage and kept close to the customer's body without a case. The battery was replaced, but the display did not return. The product is being returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was power up properly after the battery was installed. The device was received with operating currents within specification. The device was monitored and no blank display anomalies were noted. No damage on the connector and or lcd isolation tape noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device had cracked case at display window corners and battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.